Event description:
A malfunction alarm was reported with malf 12 code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, after which the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to contact support if the issue reoccurred, and they acknowledged this guidance.